Event description:
Resistance in the PICC 5 french double lumen to withdraw and take out the guidewire. Had resistance and twisting in the middle part of the catheter. Leakage occurred and rupture of the catheter.

Manufacturer narrative:
Results of a device eval will be submitted ina supplemental report.